Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that the device would not cross the tortuous lesion, through a previously implanted stent. There was resistance felt upon removal and the stent dislodged in the guiding catheter. No pt effects were reported. No additional event or pt info is available.